Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not fill with water. Per follow up information received via mail on 11mar2024, it was reported the device repair would be performed at the customer's site. The symptom of no water filling has been confirmed, and repairs would be carried out after confirming the customer's request to repair.